Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. This device was then used as an external temporary pacing device until a new system will be implanted. This device was explanted as a new system was implanted. No additional adverse patient effects were reported.